Manufacturer narrative:
Visual analysis of the returned capio slim showed no visual failure. During functional inspection, the carrier was actuated three times and it extended without any problem. The carrier was also actuated three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
Note: this report pertains to three complaint devices used during the same procedure. Manufacturer report# 3005099803-2015-02623 pertains to the first capio device, manufacturer report# 3005099803-2015-02624 pertains to the second capio device and manufacturer report# 3005099803-2015-02625 pertains to the third capio device. It was reported to boston scientific corporation that three capio slim devices were used during a urethropexy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio device was sticking and was not catching. The same events occurred with three devices. The procedure was completed with a fourth capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Reported event of carrier unable to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to three complaint devices used during the same procedure. Manufacturer report# 3005099803-2015-02623 pertains to the first capio device, manufacturer report# 3005099803-2015-02624 pertains to the second capio device and manufacturer report# 3005099803-2015-02625 pertains to the third capio device. It was reported to boston scientific corporation that three capio slim devices were used during a urethropexy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio device was sticking and was not catching. The same events occurred with three devices. The procedure was completed with a fourth capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.